Manufacturer narrative:
Based on the claim against the product by the customer noting the tip broke off, an investigation was completed to determine the cause of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Intuitive surgical inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint "tip broke off." Failure analysis found the primary failure of instrument grips-tips / broken to be related to the customer reported complaint. The maryland bipolar forceps was found to have a broken grip at the grip base. A piece approximately 0.161 x 0.420 was found to be broken off. The broken piece was not returned. The complaint that the maryland bipolar forceps tip broke off, was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of a broken grip tip is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps tip broke off. The procedure was completed with no reported injury.